Event description:
During a procedure for left iliac stenting, moderate stenosis with no pre-dilatation, the stent only partially deployed. The radiologist attempted to pull it back, however, the tip of the white access catheter broke off. A snare was used to trap the catheter tip during the successful attempt in retrieving the tip. The patient experienced a hematoma resulting from the need to upsize the vascular sheath.

Manufacturer narrative:
Evaluation: the delivery system was returned to our facility in a used condition, however, the stent was not returned. An examination found the outer sheath separated from the handle assembly with two sections of the sheath's inner coils elongated and the inner catheter separated at the radiopaque band. Considering the characteristics displayed, it is feasible to say the device encountered force beyond its intended design. In regards to the stent only partially deploying and the radiologist pulling it back, it is not possible to determine at this time why the difficulty may have been encountered. However, it should be noted that in our attached instructions for use booklet, it is stated: "repositioning of the zilver vascular stent is not possible since the delivery system's outer sheath cannot be re-advanced over the stent once deployment begins."